Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and remote support service was offline due to network cable being disconnected at the wall. A field service engineer (fse) reconnected it, and it showed online in remote support services. The fse also established communication with the server to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a drawers not found on bus. The customer reported that able to get medications from another station and there was a delay in patient care. There were no adverse events or injuries reported based on this event.